Manufacturer narrative:
Additional devices involved and respective manufacture dates: 1 ea. Of 280-062dt - 10/2004; 1 ea. Of 280-062dt - 10/2004; 1 ea. Of 280-060dt - 02/2005; 1 ea. Of 281-060dt - 09/2005.